Event description:
It was reported that there was a "defect" in the device that resulted in a battery that "only lasted 2 (years)". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a defect in the device that resulted in a battery that "only lasted 2 (years)". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010 02:15:04, device rrt (recommended replacement time) <=2.62 v. Patient alert for low battery voltage on (B)(6) 2010 02:15:04. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2010.